Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. The received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the soft cannula dislodging. A root cause for the reported dislodged cannula could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device, and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The adhesive completely separated from the (abdomen) causing the cannula to dislodge. As treatment, a new pod was inserted.